Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-02061. It was reported the patient had been receiving inadequate coverage. In turn, the patient's physician decided to explant and replace one the patient's leads. The replacement lead was implanted at t11-t12 to address the issue. Note: both of the patient's leads are being reported because it is unknown which lead was replaced.